Manufacturer narrative:
H10 - a vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the reported event. The unit was attached to adult lung and resumed patient with its settings and circuit. The volumes were delivered and within specifications. Completed operational verification procedure (ovp) and extended systems test (est), unit passed all test and runs according to operation equipment manual specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported avea device not been able to deliver tidal volume. At this time, there is no information regarding patient involvement associated with the reported event.